Manufacturer narrative:
The evoke scs system was returned to saluda. The physician¿s opinion was that the infection was due to the implant procedure and not related to the device or stimulation. The evoke scs system was confirmed to be functioning as intended. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported signs of infection, pain and swelling at the evoke closed loop stimulator (cls) implant site. Evaluation in the emergency department, including blood test confirmed an infection. Antibiotics were administered. The evoke scs system was subsequently explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant. The physician attributed the infection to the implant procedure.